Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device fails the self-test. There wasn't any negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.